Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime alarm noted. The drive support disk was inspected and was found to be flush with case.

Event description:
It was reported that hte insulin pump alarmed during the prime process. The current blood glucose reading is 167 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.